Manufacturer narrative:
Image review: transthoracic echocardiogram (tte) with suboptimal image quality and transesophageal echocardiogram (tee) images were provided. The native aortic valve appears calcified with limited leaflet excursion, left cusp appears restricted, mild aortic regurgitation, and av mean pg = 69.5 mmhg which is consistent with severe aortic stenosis. Mild mitral regurgitation was observed. Possible thrombus vs contrast artifact seen in left atrium. Limited computed tomography (CT) images provided show the average diameter is 25.6 mm. Sinus of valsalva (sov) diameters and coronary heights are within normal limits. Sinus heights were not provided. Calcium noted in the proximal left coronary artery (lca) and right coronary artery (rca). The aortic root angulation is 54°. Intra procedural fluoroscopic images were provided for review. Fluoroscopic evidence reveals significant tortuosity in the left iliofemoral arteries and aorta. Physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. It was reported that after multiple attempts to cross the aortic valve, a decision was made to cross the aortic valve from a transapical approach. The guidewire was then advanced to the abdominal aorta with the aid of a catheter and snared through the sheath in the right femoral artery and externalized. A pigtail catheter was then advanced over the externalized wire and advanced to the left ventricle; the wire was subsequently removed. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. A pre-implant balloon dilation was performed prior to the valve implant. The valve was deployed just prior to the point of no r ecapture, and an infold was evident. The valve was recaptured, and a second deployment attempt was made and the infold persisted. Of note, recapturing an infolded valve will not resolve the infold. The valve was deployed a third time with persistent infolding. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. However, the infolded valve was released on the third deployment attempt. As stated in the IFU, if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. In this case, there is no evidence that a post implant dilatation was performed suggesting that the infold was left unresolved. No dicom images were provided. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 34 millimeter (mm) transcatheter valve, the patient had severe aortic stenosis and complex vascular anatomy with significant calcium deposition in the left coronary cusp, aortic arch angulation of 50 degrees, initial valve mean gradient of 80 mmhg, aortic valve area of less than 0.3 squared centimeters (cm²), and significant tortuosity and kinking in the iliac arteries. The initial right femoral access approach required two guidewires to straighten the access in the aorta. Left femoral access was also performed using a non-medtronic guidewire to straighten the abdominal aorta. However, multiple attempts were performed to cross the transcatheter valve using various non-medtronic catheters (al1, im, al2, mp, jr) and non-medtronic guidewires (straight hydrophilic, straight teflon-coated, 0.018); however, the valve was difficult to cross due to the patient's calcified/tortuous anatomy, significant calcification, and "eccentric" cusp openings. Pacemaker stimulation was performed to reduce systolic ejection force. Subsequently, a transapical approach was performed under general anesthesia, and the apex of the left ventricle was punctured using a 6 french (fr) introducer sheath, and a hydrophilic guidewire was passed through the abdominal aorta. A snare was inserted via right femoral access to perform an antegrade approach. After valve crossing, the introducer sheath was replaced by an 18 fr sheath. At this time, the patient developed hemodynamically instability with hypotension and bradycardia, and vasoactive medication was administered. A pre-dilation was performed using a 22 mm by 40 mm non-medtronic balloon while the patient remained hemodynamically unstable. During the implant of the valve, an infold was identified. Due to the patient's condition, the physician decided to proceed with the implant of the valve. Three deployment attempts were performed with subsequent recaptures, and on the third deployment attempt, the valve was fully deployed; however, the patient was already in cardiac arrest. Cardiopulmonary resuscitation (cp r) was initiated following the implant of the valve, but the patient was in ventricular fibrillation. After one hour of resuscitation efforts with thoracotomy, the patient died. Additional information was received indicating that during loading of the valve, no visible errors were noted. The native anatomy had significant calcification, tortuosity, a uniform 0.3 mm opening, and reduced mobility of the cuspids. These anatomical factors made handling of the delivery catheter system (dcs) difficult. Moderate aortic insufficiency was also observed prior to the crossing of the valve. Due to stenosis, an initial attempt at crossing the aortic valve with the dcs was unsuccessful. Multiple guiding catheters were used to aid the crossing of the valve and the decision was made to use an anterograde approach by the transapical route. A surgical incision made by mini left thoracotomy and puncture of the heart apex with the 6 fr femoral introducer sheath was performed. Crossing of the valve with a non-medtronic guiding catheter was carried out. A 6 fr pig-tail catheter was positioned in the left ventricle retrogradely through the externalized guidewire. Subsequently, this pig-tail catheter was exchanged for an 0.035 non-medtronic extra small support wire. The physician positioned a 0.035 non-medtronic "buddywire" in parallel for left contralateral femoral access. A pre-implant balloon dilation with a non-medtronic 22 mm x 40 mm balloon, and the valve was implanted. The patient entered cardiopulmonary arrest during the first attempt at deployment and internal curvature in the valve frame was noted at this time. The decision was made to not withdraw the valve as the patient was unstable. The valve was recaptured twice. During the first two deployments, the valve was too high in the non-coronary cusp sinus and too deep in the left coronary cusp sinus. On the third attempt at deployment, the valve was released deeper and the patient's heart rhythm was asystolic. Per the physician, the valve and dcs did not contribute to the cardiac arrest or death. Per the physician, the guidewire did not contribute to the patient's death. The cause of death was attributed to the technical difficulty inherent in the procedure.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop34, serial/lot #: (B)(6), ubd: 24-feb-2027, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 34 millimeter (mm) transcatheter valve, the patient had severe aortic stenosis and complex vascular anatomy with significant calcium deposition in the left coronary cusp, aortic arch angulation of 50 degrees, initial valve mean gradient of 80 mmhg, aortic valve area of less than 0.3 squared centimeters (cm²), and significant tortuosity and kinking in the iliac arteries. The initial right femoral access approach required two guidewires to straighten the access in the aorta. Left femoral access was also performed using a non-medtronic (lunderquist) guidewire to straighten the abdominal aorta. However, multiple attempts were performed to cross the transcatheter valve using various non-medtronic catheters (al1, im, al2, mp, jr) and non-medtronic guidewires (straight hydrophilic, straight teflon-coated, 0.018); however, the valve was difficult to cross due to the patient's calcified/tortuous anatomy, significant calcification, and "eccentric" cusp openings. Pacemaker stimulation was performed to reduce systolic ejection force. Subsequently, a transapical approach was performed under general anesthesia, and the apex of the left ventricle was punctured using a 6 french (fr) introducer sheath, and a hydrophilic guidewire was passed through the abdominal aorta. A snare was inserted via right femoral access to perform an antegrade approach. After valve crossing, the introducer sheath was replaced by an 18 fr (sentran) sheath. At this time, the patient developed hemodynamically instability with hypotension and bradycardia, and vasoactive medication was administered. A pre-dilation was performed using a 22 mm by 40 mm non-medtronic (max ld) balloon while the patient remained hemodynamically unstable. During the implant of the valve, an infold was identified. Due to the patient's condition, the physician decided to proceed with the implant of the valve. Three deployment attempts were performed with subsequent recaptures, and on the third deployment attempt, the valve was fully deployed; however, the patient was already in cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated following the implant of the valve, but the patient was in ventricular fibrillation. After one hour of resuscitation efforts with thoracotomy, the patient died.